Event description:
It was reported that the patient experienced some syncopal episodes due to the right ventricular (rv) lead loss of capture. The rv also exhibited high pacing impedance, was replaced and remains in the patient. It was reported that during the implant procedure the atrial lead exhibited low pacing impedance. Physician elected to cap and replace the atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead, implanted: (B)(6) 1998. (B)(4).